Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the coil was fractured which was consistent with clavicle crush. An insulation abrasion was found at 50.5 cm to 51.7 cm from the connector pin. Abrasion are indicative to exposure to constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.